Event description:
It was reported the pt's lead had migrated to the left side of the spine. The physician undertook surgical intervention and repositioned the lead so the placement would be in the center. X-rays were performed which confirmed the surgery was successful. It was reported the pt received effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.